Event description:
It was reported that the lens was implanted and removed due to a scratched optic. The incision was enlarged and the backup lens was implanted with no issue. Sutures were placed. The inserter that was used during this event is reported under 1119279-2013-00367.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.